Manufacturer narrative:
Per the user guide: tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery rapidly deleted and pump shutdown. Customer's blood glucose was 60-70 mg/dl. Customer received the low battery/shutdown alerts and alarms. Customer charged the pump and after loading a new cartridge, insulin delivery was resumed. Tandem technical support (cts) reviewed pump data and customer reported to interact with the pump multiple times per day. Cts informed customer that the interaction may be contributing to the battery depletion and advised, per labeling, to charge pump daily. Customer acknowledged information.